Event description:
It was reported the customer was hospitalized for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was over 780 mg/dl. Customer was treated with an IV drip at the hospital. It was also found the customer was lethargic prior to being hospitalized. Customer's blood glucose then rose to 573 mg/dl during dinner, leading to their hospitalization. The mother also reported the customer had ketones, causing their hospitalization. It was also found the customer had a bent cannula upon removal of their infusion set. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.